Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08770 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No cosmetic damage noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was visited into emergency room and hospitalized due to hyperglycemia as well as diabetic ketoacidosis as well as feeling nausea, on (B)(6) 2019 with blood glucose level was over 600 mg/dl at the time of incident and treated with intravenous fluid and insulin injection at hospital. Customer declined to troubleshooting. Customer¿s mother states basal and bolus settings was not programmed when the health care professional checked the insulin pump. The insulin pump will be returned for analysis.